Manufacturer narrative:
Customer received re-call letter and reports that pendant has tape all over due to the wiring being exposed. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Customer received re-call letter and reports that pendant has tape all over due to the wiring being exposed.